Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The customer reported that the unit has not been used and not connected to main for long time. Then the unit had to connect to a/c main when they powered on the unit. The power indicator lit when the unit was connected to a/c main. The customer checked the device fuse was good. When the unit was on, there was sound and led lit but the display was black. According to technical support, the epc not starting up or might be a display issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the monitor of the bellavista 1000e doe not turn on even power is on. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to determine the exact root cause. According to technical support it is most likely that the epc (embedded power pc) is causing the issue. To resolve the issue, the main electronics was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.